Event description:
Caller reported frequent elevated blood glucose level of 361 mg/dl and higher. Caller stated patient's hba1c increased from 7.? % to 9.2% on 07/09/2015; blood glucose reading was 361 mg/dl and took correction via pump without success. Caller reported then correction via pen. Caller stated patient was admitted for stationary treatment from (B)(6) 2015. Caller stated after change to second pump, blood glucose level was okay; parents believe the pump delivers too low insulin. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.